Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient's stimulation had not been working since they had an MRI several weeks ago; despite the read out from the patient programmer indicating the ins was on/ok. Technical services reviewed the information displayed and confirmed there was no indication of a device issue. Troubleshooting over the phone resolved the issue, indicating that the patient just needed to charge their implant for a few hours.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.